Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal related to a bipap device. The user reported device isn't blowing out air properly, device will not turn on/device not functioning. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.